Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. Caller stated that the customer was wearing the device during physical activity prior to the error alarm occurring. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.